Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 1088mg/dl. The customer was experiencing unexplained high glucose for a couple of days. Troubleshooting could not be performed as customer has been in the hospital. Advised the customer to call back when he is able to test the insulin pump. No further info was provided.